Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's bipolar right ventricular (rv) pace/sense lead had high bipolar impedances and pace thresholds and normal values in the unipolar mode. Outer coil fracture is suspected. The patient's pacemaker has been programmed to unipolar rv pacing and sensing. There were no patient complications reported as a result of this event.

Event description:
It was reported that the patient's bipolar right ventricular (rv) pace/sense lead had high bipolar impedances and pace thresholds and normal values in the unipolar mode. Outer coil fracture is suspected. The patient's pacemaker has been programmed to unipolar rv pacing and sensing. It was additionally reported that the right ventricular lead had no capture and high impedance when measured with the analyzer due a fracture. The lead was capped and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Asku